Manufacturer narrative:
(B)(4).

Event description:
It was reported that ams due to far field r-wave oversensing on the atrial channel was observed. Programming changes were recommended. Further actions will be discussed with the physician.